Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The camera instrument firefly was analyzed. The camera was placed on the in-house system and exhibited imprecise motion. The camera deviated slightly to one side when achieving cobra position. No deviation occurred when achieving straightened position. The camera was tested using edt (endoscope diagnostic test) and passed both times. The review logs showed no errors. Additionally, the camera was found to have cracks on the distal window plates.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera instrument firefly shifts to left instead of being centered when in cobra position. The procedure was completed with no reported injury.

Manufacturer narrative:
The firefly camera instrument was transferred to engineering for further analysis. The engineering team found the firefly camera passed the endoscope diagnostic test (edt) and the instrument performance test (ipt). The reported issue could not be confirmed.

Event description:
Refer to h10/h11 for follow-up information.